Event description:
It was reported that the user experienced hypoglycemia while performing physical activity at work, with a reported nadir of approximately 50 mg/dl, and treated the event with oral carbohydrate (orange juice); device low and urgent low alerts were reported. Symptoms included dizziness. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no reported device malfunction or unresolved alarm behavior, and no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.